Event description:
It was reported that (1) tlc55 was used during a reanastomosis of an ileostomy procedure. It was reported by the representative that the second reload was needed. Attempt was made to fire and instrument "jammed" upon firing. The device would not complete the firing process. It is unknown how the case was completed. There was no consequence to pt.